Manufacturer narrative:
Product analysis: the device was discarded; therefore, no product analysis can be performed. Updated data: g2. H6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10:  product ID l-evolutfx-2329; product type: 0195-heart valves; implant date n/a; explant date n/a product ID evolutfx-26; product type: 0195-heart valves; implant date (B)(6) 2023 explant date n/a product ID non-medtronic dryseal sheath; product type: sheath; implant date n/a; explant date n/a product analysis: the device was not returned, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted.  Select patient information cannot be documented in the file due to regional privacy regulations.  If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was successfully implanted with a 68-centimeter (cm) 18 french non-medtronic sheath. The delivery catheter system (dcs) was withdrawn from the patient without any problems. Upon withdrawing the sheath, imaging was performed. Poor blood flow near the right sided puncture site was observed, and occlusion was suspected. A 7-millimeter (mm) diameter self-expanding stent was placed and the procedure was completed. No additional adverse patient effects were reported.

Event description:
Additional information was received that an occlusion at the access was confirmed. The minimum diameter of the access vessel was approximately 7 millimeter¿s (mm). No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5. D4. Expiration date, lot number, unique identifier h4. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.